Event description:
It was reported that the grey catheter shipping tube was received broken. Follow up indicated that the item was wrapped in bubble wrap and placed in a long slightly bent shipping container. It is unknown if catheter was damaged before or during shipping. The catheter was not used on a patient.

Manufacturer narrative:
The lab received one model #140806 adherent clot catheter inside a broken shipping tube. The broken catheter tube was received in a crushed outer box. The white catheter shipping tube is broken at the distal edge of the clear adaptor. The shrink seals are still attached, one at the clear adaptor cap and the other around the IFU. The catheter tube was removed from the outer box and placed next to the rectangular outer box, it was found that when the catheter tube is placed to one end of the outer box the break area lined-up with the damage on the outer box. The catheter was found to be bent in several areas. The damage appears to be related to shipping of the product. A review of the manufacturing records indicated that the product met specifications upon release. An investigation was opened to determine the variables that can impact the product during shipping. The root cause of this investigation was completed. The team investigated the issue and identified the most probably root cause as packages are being damaged while traveling on the conveyor system at the carrier sorting facility. The resulting corrective action plan from this root cause investigation yielded the following actions items: implement a heavy duty cylinder with and adjustable tube of 0.18" (thickness) used for shipping purposes. Communicate to the edward distribution channels the requirement for the use of the heavy duty cylinder usage for shipping purposes. Establish a contractual requirement with edwards distribution channels to use the heavy duty cylinder for shipping purposes.